Event description:
It was reported that a right ventricular leadless pacemaker exhibited conductive interrogation failure during the initial implant procedure. Troubleshooting, including changing device positions, exchanging electrodes, manipulating the delivery catheter and introducer, restarting and exchanging the programmers, was unsuccessful. The leadless pacemaker was exchanged to complete the procedure. Patient was stable with no consequences.

Manufacturer narrative:
Correction: h11 - the reported event of no communication was confirmed. Device was able to establish telemetry only once when it was received, then device could no longer be interrogated. Device was cut open and battery voltage was found at end-of-service (eos) level. Analysis performed on hybrid showed that the crystal ic was not running after initial interrogation, device was stuck in power-on-reset (por) and depleted the battery to eos level. An anomalous crystal ic was found to be the cause. The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed. An ongoing hw investigation has been identified for this reported issue. No further action is required at this time. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of no communication was confirmed. Device was able to establish telemetry only once when it was received, then device could no longer be interrogated. Device was cut open and battery voltage was found at end-of-service (eos) level. Analysis performed on hybrid showed that the crystal ic was not running after initial interrogation, device was stuck in power-on-reset (por) and depleted the battery to eos level. An anomalous crystal ic was found to be the cause. The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined.